Manufacturer narrative:
Concomitant medical products: 5076-52, lead, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient called the healthcare provider to report being near some sort of electrical interference causing the device not to pace for a couple of seconds on different occasions. The device alerted every four hours. The patient was seen by the healthcare provider and the alert was cleared. The device remains in use. No patient complications have been reported as a result of this event.